Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately four years eleven months post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately four years eleven months post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years post filter deployment, CT revealed few of the filter legs have penetrated through the ivc into the pericaval/mesenteric fat. Eventually eight months later, patient presented with pain. Subsequent CT revealed, there is atelectasis in the left base. There is no pneumothorax and no evidence of a filling defect within the pulmonary arteries to suggest pulmonary embolus. A month later, patient presented with acute left sided chest pain. Subsequent CT revealed there were chronic web like pulmonary emboli in the right lower lobe. There is no evidence of acute pulmonary embolism. Subsequent CT performed three days later revealed pulmonary embolism. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2015).

Event description:
It was reported through the litigation process that approximately four years eleven months post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.